Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw but remained attached at the base and the tip of the jaw. No other non-conformities were observed. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode "peeled insulation" but was confirmed for the analyzed failure mode "bent wire". Specific actions for the analyzed failure mode is documented and addressed in maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 hand piece had rubber coating coming off of the tips during the procedure". A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 hand piece had rubber coating coming off of the tips during the procedure". A replacement device was used to complete the procedure. The hospital did not report any patient effects.